Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07594. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified lesion. A rotablator burr and a 330cm rotawire were selected to treat the target lesion. During the procedure, outside the patient, when rota was exchanged to another it was noted that the burr became stuck on the wire. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.